Event description:
It was reported this femoral filter system was erroneously advanced into patient via a jugular approach. Prior to deploying the filter, the physician realized he was using the incorrect system and removed the carrier system leaving the sheath in place unaware the filter had deployed in the sheath. A jugular system was then advanced though the existing sheath pushing the filter out of the sheath which resulted in upside down filter placement. Another filter was successfully placed without any patient complications. A delivery system in the locked position was received, evaluated and retained by this manufacturer. No problems or defects were noted with the returned device. The filter remains implanted in the patient and was therefore not available for evaluation. A lot search on this device revealed no other complaints to date. Company's follow up indicated the incorrect orientation filter system was advanced into the patient. Additionally, upon removal of this femoral filter system inserted via a jugular approach, the sheath sold with the femoral system was kept in place and used for deployment of the jugular system. Comapany believes user technique contributed to this event. However, company is unable to determine the exact cause of this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The 12 french jugular and femoral introducer systems differ in the orientation of the preloaded filter... Never use the jugular system for femoral vein insertion or vice versa, as this will result in improper filter orientation in the inferior vena cava... The 12 french introducer catheter was designed to be used in conjunction with the appropriate sheath/dilator set (jugular or femoral)... Always use the jugular sheath/dilator set with the jugular introducer catheter. Likewise, always use the femoral sheath/dilator set with the femoral introducer catheter. Failure to the correct sheath/dilator with the corresponding 12 french introducer catheter or to follow the instructions for use which accompany the 12 french introducer catheter may result in misplacement of the stainless steel greenfield vena cava filter or ejection of the filter within the sheath".